Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter balloon ruptured or burst inside the patient's bladder automatically after 2 to 3 days of indwelling and urine comes out from the indwelling site. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The catheter balloon ruptured or burst inside the patient's bladder automatically after 2 to 3 days of indwelling and urine comes out from the indwelling site. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted an investigation will be based on document review. Based on complaint statement, it is likely that the balloon had burst after 2 to 3 days used, suggested that the balloon was fine at the beginning. Burst balloon may happen due to various reasons such as contact with sharp object during use, i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature, salty like sediment could also possibly lead to balloon tear. Deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. Other remarks: a simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37 c for 14 days. Samples were removed from soaking after 14 days and check for any leakage or burst. No issue was observed. Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed. Result and conclusion codes: there are no accurate codes to describe the complaint was confirmed but the root cause is unknown.

Event description:
The catheter balloon ruptured or burst inside the patient's bladder automatically after 2 to 3 days of indwelling and urine comes out from the indwelling site. The patient's condition was reported as fine.